Event description:
Report rec'd of leaking and separation of the filter while using IV tubing. While infusing a maintenance solution of dextrose 5% and 1/4 normal saline, the nurse noted fluid leaking and blood was backed up in the IV tubing. Upon closer investigation, the tubing was cracked and snapped apart at the filter. Part of the tubing remained in the angiocatheter IV access site, but was able to be readily removed. The tubing was changed and the infusion was completed without further incident. It was reported there was no blood loss and no harm to the pt due to the event. No further info was available.